Event description:
It was reported that the unit turns to standby and then to the language selection menu while running.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.